Event description:
The ge oec 9900 fluoroscopy system locked up and also reportedly did not save pt images.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the hard drive and multiple pcbs, including, the gpos, rtos, and gib pcbs. The software and calibration files were reloaded. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction, or the pt noted.